Event description:
It was reported that electrogram (egm) review was requested for the pacemaker system due to known noise with over-sensing on this right ventricular (rv) lead observed on stored non-sustained ventricular tachycardia (nsvt) episodes. The patient was seen in (B)(6) 2023 and the noise was not reproducible, however sensitivity programming was increased to 4 mv at that time. The pacemaker system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).